Manufacturer narrative:
Engineering investigation: the complaint of a broken vsx device deployment line was confirmed based on evaluation of the returned device, however the reported deployment failure could not be directly evaluated based on the condition of the device as received. The vsx device as returned for evaluation was fully deployed with the endoprosthesis and deployment knob separated from the delivery system. The deployment line as received was broken at about 15 cm from the knob. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The root cause for the confirmed broken deployment line and reported deployment failure could not be established with the information available.

Manufacturer narrative:
H3 other: the device has been received for an engineering investigation, however the investigation has not started yet. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a type a dissection in the left carotid artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that the deployment knob was unscrewed and when pulling the deployment line, it tore approximately after 30 cm, but without contact to a sharp device. The physician stated that no guidewire was used, that no resistance was noticed during deployment, that he considered this a standard case, and that the catheter was held outside straight. The delivery catheter was removed without any issues and there was no report of patient harm. The vsx device was not implanted and is available.